Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for poly wear and spin out. Severe posterior tibial insert wear and erosion with erosion and wear of tibial post. Also severe patellar wear with delamination. Event is serious and is considered severe. Event is definitely related to device and definitely not related to procedure. (B)(6) 2021 - the patient received a left total knee revision due to increasing pain, feeling of a ¿locked knee¿ and difficulty ambulating. Pre-revision the knee was demonstrating subluxation ¿ possibly full anterior dislocation of the femur on the tibia. Upon entering the joint, there was clear leakage of lymph fluid. Some metallosis staining of the synovium noted. The patella component was noted to be worn and delaminated. The insert component was worn with erosions as well. The insert and patella components were revised. The surgery was completed without indication of complication by the surgeon. Date of implant: (B)(6) 2003; date of event: (B)(6) 2018; date of revision: (B)(6) 2021 ; (left knee). Treatment: revision of insert and patella.